Event description:
A customer reported that a "ventilator service required" alarm occurred on the device. No patient harm or therapy interruption was reported at the time of the event. The issue occurred during use of the device in a clinical setting; however, no specific therapy settings or patient impact were indicated. The device was returned for servicing. During evaluation, the reported alarm could not be reproduced through operational checks. However, review of the error log confirmed the presence of error code e-059 (evt_battery_not_charging_fault), indicating a failure in the battery charging system. Log review confirmed the detachable battery was charging at the time of the event and had 83% charge remaining. After further testing, the battery was able to fully charge without issue. As a precaution, the system pca was replaced, which is a reportable component associated with charging circuitry. Final testing, battery check, valve check, run-in testing, and cleaning were completed, and the unit passed all verification steps.